Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the helix retracted with soft tip as received and the over torqued inner coil in the connector region restricting the helix from extending.

Event description:
During implant, a high pacing impedance was observed on the right ventricular (rv) lead. The lead was replaced to complete the procedure. The patient was stable.